Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization in the anterior communicating artery (acom) using penumbra smart coils (smart coils). During the procedure, the physician advanced the smart coil out of its introducer sheath but was unable to advance the coil into another manufacturer's microcatheter. The physician inserted a wire into the microcatheter to check for patency and confirmed that it was clear. Therefore, the procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.